Event description:
Aminotripa was being infused with gravitational pressure. The following day, the pt complained of pain. An x-ray was done which showed ecchymoma. The port was removed and replaced. Upon removal it was discovered that the port septum had dislodged.

Manufacturer narrative:
Implicated product is a port with attachable 8.0 fr. Catheter in a peel-apart percutaneous introducer system. The product received for eval is a plastic port with a 0.7 inch long segment of 8.0 fr. Tubing attached. Complete assembly measures 1.9 inches long. Viewing port from above with port stem pointing towards examiner, port septum is partially dislodged between 12:00 and 3:00 o'clock positions. There is an indeterminate number of needle sites visible in septum with some tracks seen passing through depth of septum. A small amount of blood is trapped between over-mold and port body and suture holes are noted at 10:00 and 2:00 o'clock positions. No cath-lock is included in complaint sample, and tubing fitted over port stem is slightly mushroomed against port stem base with tearing of proximal tubing edge. Of two possible lot numbers provided by customer, one has no mfg issues and no similar complaints, while other lot number has no related mfg issues and no similar complaints. Microscopic examination (5x - 12x) of port septum reveals no defect or deformity in either exposed septum edge or port chamber edge that would allow spontaneous protrusion of septum. Complaint of septal dislodgement is confirmed. Septal dislodgement results from exceeding design pressures during fluid administration. As an example, incorrect placement of device may result in tubing being pinched between clavicle and first rib, imitating thrombosis. Attempts to clear this perceived occlusion may result in creating septum dislodging pressures. Although presures in excess of 125 psi are normally required to unseat the septum, product instructions for use caustions against exceeding 25 psi during infusion to prevent damage to catheters. Complaint file indicates that excessive pressures were not used during medication administration, however, no info is availalbe regarding surgical placement procedure. Over-pressurization may occur during access tests of device immediately after device placement by using a small syringe or fast infusion. A dislodged septum may maintain the appearance of patency during these test while pt would be unaware of extravasation pain due to anesthesia. Bulk of catheter has not been returned for examination for damage or occlusion.